Manufacturer narrative:
The prod has been returned for eval and testing; however, as of to date, the eval has not been completed. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. Add'l info will be submitted within 30 days upon receipt.

Event description:
The report rec'd indicated that a radial approach was chosen for the coronary procedure. The target lesion was successfully pre-dilated, then the 2.5x28 mm was delivered to the lesion; however, when the physician tried to inflate the balloon, the pressure did not increase and the balloon would not inflate at all. Therefore, the cypher was retrieved from the pt. Once outside the pt, the physician inflated the balloon to 1 atmosphere (atms) and confirmed a rupture on the balloon because there was a leakage of contrast medium at the proximal end of the balloon. It was indicated that only one inflation attempt was conducted; however, the balloon did not appear to be responsive at any time. Therefore, the device was exchanged and a new cypher stent (same size) was implanted without problem. The procedure was finished successfully without any injury to the pt. Further info indicated that the target vessel was the distal right coronary artery (rca); the de novo lesion was slightly calcified, slightly tortuous and presented 75% stenosis. The device was inspected prior to use but there was no indication of any anomalies during the pre-op insertion.